Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Brand name: heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 30-jun-2017. Product not received - not returned to manufacturer. (B)(4). Brand name: heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 28-feb-2017. Product not received - not returned to manufacturer. (B)(4). Brand name: heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 31-may-2017. Product not received - not returned to manufacturer. (B)(4). Brand name: heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 30-jun-2017. Product not received - not returned to manufacturer. (B)(4). Brand name: heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 30-jun-2017. Product not received - not returned to manufacturer. (B)(4). Brand name: heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 28-feb-2017. Product not received - not returned to manufacturer. (B)(4) . Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that battery switching occurred. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: (B)(4) - battery / model number 1650de; exp. Date: 2017-06-30; mfg. Date: 2016-06-30; received date: 2017-10-30. Di#: (B)(4). (B)(4) - battery / model number 1650de.; exp. Date: 2017-02-28; mfg. Date: 2016-02-28; received date: 2017-10-30. Di#: (B)(4). (B)(4) - battery / model number 1650de. Exp. Date: 2017-05-31; mfg. Date: 2016-05-31; received date: 2017-10-30. Di#: (B)(4). (B)(4) - battery / model number 1650de. Exp. Date: 2017-06-30; mfg. Date: 2016-06-30; received date: 2017-10-30. Di#: (B)(4). (B)(4) - battery / model number 1650de. Exp. Date: 2017-06-30; mfg. Date: 2016-06-30; received date: 2017-10-30. Di#: (B)(4). (B)(4) - battery / model number 1650de. Exp. Date: 2017-02-28; mfg. Date: 2016-02-28; received date: 2017-10-30. Di#: (B)(4). It was reported that the patient was experiencing power switching. The controller ((B)(4)) and six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries met specifications; the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate momentary disconnections. If information is provided in the future, a supplemental report will be issued.